Manufacturer narrative:
The device history record (DHR) was reviewed, the manufacturing lot number associated with this complaint was reviewed and no failures related to the reported condition were identified. There were no non-conformances for this issue for the reported lot number found during the DHR review. The product sample was returned to the manufacturing site for evaluation. It consisted of one incomplete kit of the product mahurkar 11.5 which came inside a plastic bag. The dilators showed signs of use as they were bent. Visual inspection was performed and it was observed that the tip of the catheter was bent. In order to confirm the reported issue, a guide wire was passed through both lumens (arterial and venous). As a result, the guide wire passed easily through the arterial lumen; however it was stuck on the tip in the venous lumen. During analysis, the tip of the catheter was cut and an unknown material in the internal channel of the venous lumen was encountered. This material does not allow for the guide wire to pass easily through the venous lumen. Maximized photos were taken to capture the issue. The manufacturing process for this product was reviewed. The catheter is assembled as per procedure. The 11.5 fr angled vessel tip, and the dual lumen tube, 11.5 fr x 7.75 inch are bonded according to the bond tip and tube procedure. After assembly, 100% devices are inspected per procedure (extension assembly and guide wire test), in order to discard any occlusion. Qa in-process sampling inspection takes place at the final stage of production as per procedure. It can be noted that this issue was not detected through these steps. The issue was caused during the bond tip and tube process step, due to an excess of glue used in this operation. Additionally this issue was not captured during the inspection process. Based on the sample evaluation, it was confirmed that the obstruction of the tips channel was caused by an excess of dimethylacetamide. Solvent bonding technique is conducted per procedure and can occlude the tip channels. The actual bonding method allows the operator to generate variability in the way the components are assembled. The quantity of solvent and the correct position of the components during the assembly process are not specified in the procedure. Based on previous analysis, it can be concluded that the most possible root cause of the tip occlusion is related to the manufacturing operation activities. This product lot was manufactured on 11/12/2013, before the implementation phase of a corrective and preventive action (CAPA). Therefore it is considered that this event is covered by this CAPA and no further corrective or preventive actions are required. It must be noted that in-process controls such as visual inspection and pressure testing (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer reports an obstruction at the tubing, prior to use. There was no patient involved.